Manufacturer narrative:
(B)(4). This complaint could not be confirmed or duplicated in the lab. The root cause of the complaint cannot be determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center to report a connection issue that occurred during filling and draining. The customer reported that the spike of the transfer set was separated from the spike port of the solution bag. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).this product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received by baxter, and the evaluation has not yet been completed. The lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.